Event description:
The device involved repositioning of a navilyst medical power rated peripherally inserted central catheter (PICC) secondary to high-velocity intravenous contrast administration. Correct positioning of the catheter was demonstrated by radiograph in the superior vena cava prior to intravenous contrast administration after which it was found to be subsequently malpositioned in the right internal jugular vein on computed tomography (CT). The catheter spontaneously repositioned back into the superior vena cava after CT as confirmed by follow-up radiograph. These catheters are rated to accommodate high-velocity contrast injection, though clearly movement is occurring and presents concern for possible vascular intimal injury.